Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room and was subsequently admitted to the intensive care unit due to blood glucose (bg) of 430mg/dl, nausea, and diabetic ketoacidosis. The customer was treated with nausea medication, pain medication, intravenous insulin, and intravenous saline, and was discharged 48 hours later with no permanent damage.